Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd k2edta tube does not draw enough volume to reach the fill mark. The following information was provided by the initial reporter. The customer stated: "customer reports that the tube vacuum does not draw enough volume to reach the fill mark."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 11-jul-2023 h.6. Investigation summary: bd received ten (10) samples and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with five (5) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on photos. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported when using the bd k2edta tube does not draw enough volume to reach the fill mark. The following information was provided by the initial reporter. The customer stated: "customer reports that the tube vacuum does not draw enough volume to reach the fill mark."

Event description:
It was reported when using the bd k2edta tube does not draw enough volume to reach the fill mark. The following information was provided by the initial reporter. The customer stated: "customer reports that the tube vacuum does not draw enough volume to reach the fill mark."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but [3] photos were provided for investigation. In 2 of the 3 photos, it is possible to observe that there are tubes with the blood filled below the reference line. It was not possible to observe any manufacturing defects. Bd was able to confirm the underfill based on photo, but it was not possible to observe any manufacturing defects. Additionally, [5] retention samples from bd inventory were evaluated by functional testing and the issue of [underfill] was not observed. All samples tested are within the acceptable criteria. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.